Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wall adapter was not charging the pump battery. Another wall adapter was used and the pump battery charge was completed. Blood glucose was 170 mg/dl.